Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior and interior visual inspection was performed and passed. A manual "try-it" test was performed in vibrator mode and passed. The receiver log was reviewed, finding no errors. The internal resistance of the vibrator motor was measured and found to be within specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.